Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports keypad malfunction. Customer's mother states that buttons on insulin pump froze. Customer's blood glucose was 185 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced, but would not be able to do due to customer's insulin pump being donated. No further info provided.